Manufacturer narrative:
Date sent to the FDA: 3/25/2021.

Manufacturer narrative:
Date sent to FDA: 06/12/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted an cd the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery, incarcerated ventral hernia repair surgery, debridement of skin, subcutaneous tissue, partial omentectomy and creation of bilateral subcutaneous flap during which the surgeon noted dense adherent omentum, which he excised. The skin subcutaneous tissue and mesh were excised en bloc. Lysis of adhesions involving the omentum against the terminal were taken down. The skin subcutaneous tissue and further fascia had to be re-excised and debrided with electrocautery to a total area of 15x8 cm. Bilateral subcutaneous flaps were created with electrocautery and the remaining defect was repaired. It was reported that the patient experienced severe pain, dense adhesions, nausea, inflammation, granuloma, bulging, stress and anxiety. No additional information is provided.